Event description:
Rptr uses filter kit to filter air delivered to pts on life support ventilator equipment. Recently rptr required new kits in which the adapter seems to be larger than before. It also now has ridges on the surface that are held during assembly. After assembly rptr found a crack in the filter which resulted in a large leak of air. The leak through this crack could be large enough to affect a pt if not corrected. Rptr found the cracks during testing before application to a pt. Rptr is very concerned because the crack in a test kit developed slowly and could go undetected during leak testing, but may develop into a problem later when the kit is on a pt. (*)